Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead had dislodged, and exhibited elevated pacing threshold, loss of atrial capture and small p-waves. The lead was successfully repositioned.